Event description:
On (B)(6) 2014 a report was received from the FDA, which they had received from (B)(6) with the "event desc: pacemaker wires faulty: would not work. Discovered after placed. Replaced with new wires - no patient harm. What was the original intended procedure? Installation of pacemaker device usage problem: device failed (e.g., broke, couldn't get it to work or stopped working)." On (B)(6) 2014, the manufacturer received documentation from the FDA requesting additional information be supplied to them within 45 days ((B)(6) 2014) so they may complete their evaluation.

Manufacturer narrative:
The device was received for evaluation on (B)(6) 2014; it is in the process of being analyzed. Once the investigation has been completed (including FDA requested information) this complaint will be updated, with a follow-up medwatch report. The summary of the investigation will also be sent once the investigation is completed.